Event description:
The customer questioned a decreasing level of vancomycin in one pt sample over a 24 hr period. A sample was drawn one hr after vancomycin was administered to the pt over a central venous line with multiple entrances. The sample was tested on the architect ivancomycin assay with the following results: 63.26 ug/ml (8:29 hr), 19.74 ug/ml (11:58 hr), and 7.8 ug/ml (12:46 hr). A second sample was obtained from this pt yielding a result of 3.1 ug/ml (14:32 hr). No impact to pt mgmt was reported.

Manufacturer narrative:
Eval - this is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
This report cross-references report number 3002809144-2012-00062. The initial report of this MDR ( 9610746-2008-00002) was filed under an older manufacturing site (biokit, (B)(4)). The new MDR with the manufacturing site number of (3002809144-2012-00062) is filed under the new manufacturing site (abbott (B)(4)) the investigation for field action fa13sep2010 determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue related to falsely elevated results due to contamination, and will eliminate the need for customers to perform additional sample centrifugation as instructed in product correction letter of fa13sep2010. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur the second quarter of 2012.

Manufacturer narrative:
(B)(4). Conclusion: sample handling is believed to be a contributing factor. Additional requirements for centrifugation have been added to the handling instructions. Upon further review of this customer issue, it has been determined the initial issue was due to a falsely increased result not a decreased result as originally reported. The decreased results were most likely the correct results. This complaint has subsequently been assigned to the correction and removal fa13sep2010 for falsely elevated vancomycin. There is a potential to generate falsely elevated architect ivancomycin patient results due to sample or sample handling issues causing interference. In response to the issue, a product correction was initiated. All current customers who have received the architect ivancomycin assay were sent the product correction letter with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.